Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer's blood glucose level was 91 mg/dl. Customer stated that he was sleeping and he tried to clear the alarm but was unsuccessful. Customer changed out the reservoir. Customer changed his reservoir and set, but still received a no delivery alarm around an hour later. Customer has not had any other alarms. Customer stated that he did not have a bent cannula. Customer declined troubleshooting. Customer wants the reservoir replaced. No further assistance needed.